Event description:
This 62 year old lady had undergone mastectomy in the 70s, and about 1980 had reconstruction of her right breast with a custom made prosthesis to reconstruct an area in the pectoral muscle where there was a deficiency of muscle plus a gel prosthesis. She had also had a prosthesis placed on the opposite side to obtain asymmetry. Recently, she had discomfort and deformity associated with the right breast reconstruction and had developed a marked contracture and infection.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: material degradation/deterioration, none or unknown, none or unknown, inherent risk of procedure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: device discarded. The device was destroyed/disposed of.